Event description:
The quality assurance laboratory technician reported that during routine testing of the device at the quality assurance laboratory, the power cable on the central control monitor was found to have a damaged pin. There was no patient involvement.

Manufacturer narrative:
This event is related to medwatch 1828100-2012-01449, 1828100-2012-01469, and 1828100-2012-01048. This complaint is confirmed by the quality assurance technician. Pin four was visually found to push in. This channel is a power source for the central control monitor. There are six redundant channels for this power source delivery, so discontinuity would have minimal effect or device operation. The product was move to service to be brought to manufacturer's specifications before being returned to the customer. No additional action will be taken at this time.